Event description:
It was reported that a person using an ilet system experienced elevated glucose after eating quiche, followed by a return to in-range values, after a recent device factory reset; the agent provided education that glucose variability could occur for two to four weeks post-reset, and no alarms or alerts were noted. Symptoms included hyperglycemia. Outcomes included no long-term impact and no need for medical intervention. Investigation included complaint intake review and user education on expected post-reset glucose fluctuations. Investigation of this case revealed no device malfunction reported and no component-specific issue observed, with glycemic variability consistent with physiologic response to a meal and post-reset adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.